Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tried replacing the drive transducer, but the problem remained. So, in order to fix the issue, the fse replaced the front end board. The fse then performed all calibration and function test and the unit within limit. The unit was then working satisfactorily. The unit was handed over to the customer in good working condition.

Event description:
N/a

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test fail code #52. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.